Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture on a microcentrifuge vial. Visual inspection found the optic split and haptic broken. The lens has been returned significantly damaged, as the box has been ticked accordingly, thus dimensional inspection couldn't have been performed. Claim # (B)(4).

Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm), (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -8.0/2.0/174 (sphere/cylinder/axis) was implanted into the patients left eye (os) at 60 degrees on (B)(6)2023. On (B)(6) 2023 the lens was exchanged for the same model and size and power lens due to low vault. The replacement lens resolved the problem.